Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Multiple high ventricular rate episodes were noted, on review all but one episode was right ventricular lead noise that inhibited pacing. The patient was not symptomatic. Noise was reproducible in clinic. Patient would continue to be monitored. Lead revision was discussed.